Event description:
On (B)(6) 2013, the patient reported that her blood glucose level was elevated to 329 mg/dl. Her normal range is 80-180 mg/dl. She stated that she had been under additional stress and forgot to take a bolus of insulin after a meal, bust she also stated that the infusion set was coming out of her body because the self-adhesive was not sticking to her skin. The patient bolused 15.3 units of insulin to correct the elevated blood glucose level. She stated that the self-adhesive of the infusion set only sticks for two days and begins to detach on the third day. She notices the leaking due to the wetness on her body from the insulin. She stated that the self-adhesive does not stick because of wetness at the infusion site. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was discarded; therefore, no product will be requested to be returned for product evaluation.

Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product was available to be returned.